Event description:
Pt was receiving iron sucrose infusion--primed with tubing: 2c8419 s, the infusion started at 1316 and at 1425 iron sucrose was found to have been leaking on the floor and medication was coming out of the y-site in the IV tubing. Tubing changed and infused remainder of infusion.